Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned but was no longer available for evaluation, product analysis updated the complaint file on (B)(4) 2012 with the following findings: the pump download history showed that the total daily dose history accurately reflected the user programmed basal rates. Loss of prime warnings were observed in the pump download which were responded to in a timely manner. The pump download showed no evidence of any unexpected lapses in the insulin delivery. The pump was exercised for 24 hours and no loss of primes were duplicated. During evaluation, the force sensor assembly was found to be physically damaged which was previously reported under MDR # 2531779-2011-04248 for the same pump. Flow accuracy testing was unable to be completed.

Event description:
A family member reported that the patient experienced high blood glucose levels with ketones over the past few weeks. The family member wanted the pump replaced for several loss of prime warnings. This complaint is being reported because the pump cannot be ruled out as a cause or contributor to the patient's alleged hyperglycemic event.

Manufacturer narrative:
Suspect medical device serial #: originally reported as (B)(4); correct serial # is (B)(4).